Manufacturer narrative:
The technician found the trend cylinder needed to be adjusted. He adjusted the trend cylinder handle release to repair the bed.

Event description:
Information received indicates the trendelenburg function is not working on the bed.